Manufacturer narrative:
The pace/defib (pd) engine board was returned to zoll medical corporation for further evaluation. The customer's report was verified and attributed to the capacitor on the pd engine board. The pd engine board was scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The custome's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance testing, and defibrillation cycling without duplicating the report. The pace/defib engine board was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 115" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.